Event description:
Related manufacturer reference number: 2017865-2022-00876. It was reported that the patient presented in clinic for a generator change procedure. During the procedure, it was noted that the right atrial lead and right ventricular lead were twisted. The leads were removed and replaced during the same procedure.

Manufacturer narrative:
The reported event of insulation twisted was confirmed. As received, a complete lead was returned in one piece. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. Visual inspection of the lead found that the outer insulation was twisted consistent procedural damage at the middle region of the lead. The cause of the reported event was isolated to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.